Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed on 2-4-97 in sites #18 and #19 (class ii bone) during a routine procedure. At the time of implant failure, the patient experienced pain and swelling. The implants were removed on 3-3-97. The removal of the other implants is covered under MFR report #1222315-1997-217.